Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dermatitis allergic ("rash/ski n condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection/infection "), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), hypersensitivity ("hypersensitivity") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateralremoval of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, dyspareunia, menorrhagia, dermatitis allergic, allergy to metals, psychological trauma, vaginal infection, urinary tract infection, alopecia, weight increased, hormone level abnormal, hypersensitivity and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy,hair loss, weight gain, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs received: event was added- abnormal bleeding (vaginal). Reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in an adult female patient who had essure (batch no. Log163054-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included body mass index normal and birth control pill. Previously administered products included for pregnancy prevention: iud from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dermatitis allergic ("rash/ski n condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection/infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), hypersensitivity ("hypersensitivity"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), irritable bowel syndrome ("ibs") and abdominal adhesions ("adhesions of the descending colon and the sigmoid to the left abdominal and pelvic brim") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy ("bilateral removal" of fallopian tube) - (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, dyspareunia, menorrhagia, dermatitis allergic, psychological trauma, vaginal infection, urinary tract infection, alopecia, weight increased, hormone level abnormal, hypersensitivity, vaginal haemorrhage and abdominal adhesions outcome was unknown and the dysmenorrhoea, abdominal pain, allergy to metals and irritable bowel syndrome had resolved. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, hormone level abnormal, hypersensitivity, irritable bowel syndrome, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy,hair loss, weight gain, hormonal changes discrepancy noted for essure removal date- (B)(6) 2015. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Lot number [log163054 ] is not valid. Most recent follow-up information incorporated above includes: on 3-jun-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in an adult female patient who had essure (batch no. Log163054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included body mass index normal and birth control pill. Previously administered products included for pregnancy prevention: iud from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dermatitis allergic ("rash/ski n condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection/infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), hypersensitivity ("hypersensitivity"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), irritable bowel syndrome ("ibs") and abdominal adhesions ("adhesions of the descending colon and the sigmoid to the left abdominal and pelvic brim") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)-(B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, dyspareunia, menorrhagia, dermatitis allergic, psychological trauma, vaginal infection, urinary tract infection, alopecia, weight increased, hormone level abnormal, hypersensitivity, vaginal haemorrhage and abdominal adhesions outcome was unknown and the dysmenorrhoea, abdominal pain, allergy to metals and irritable bowel syndrome had resolved. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, hormone level abnormal, hypersensitivity, irritable bowel syndrome, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy,hair loss, weight gain, hormonal changes. Discrepancy noted for essure removal date-(B)(6) 2015. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Essure lot number added. Reporter information updated. New event added- intestinal adhesions. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in an adult female patient who had essure (batch no. Log163054-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included body mass index normal and birth control pill. Previously administered products included for pregnancy prevention: iud from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dermatitis allergic ("rash/ski n condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection/infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), hypersensitivity ("hypersensitivity"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), irritable bowel syndrome ("ibs") and abdominal adhesions ("adhesions of the descending colon and the sigmoid to the left abdominal and pelvic brim") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateralremoval of fallopian tube)- (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, dyspareunia, menorrhagia, dermatitis allergic, psychological trauma, vaginal infection, urinary tract infection, alopecia, weight increased, hormone level abnormal, hypersensitivity, vaginal haemorrhage and abdominal adhesions outcome was unknown and the dysmenorrhoea, abdominal pain, allergy to metals and irritable bowel syndrome had resolved. The reporter considered abdominal adhesions, abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, hormone level abnormal, hypersensitivity, irritable bowel syndrome, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy,hair loss, weight gain, hormonal changes discrepancy noted for essure removal date- (B)(6) 2015. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Lot number [log163054 ] is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included body mass index normal and birth control pill. Previously administered products included for pregnancy prevention: iud from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dermatitis allergic ("rash/ski n condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection/infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), hypersensitivity ("hypersensitivity"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and irritable bowel syndrome ("ibs") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube)-(B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, dyspareunia, menorrhagia, dermatitis allergic, psychological trauma, vaginal infection, urinary tract infection, alopecia, weight increased, hormone level abnormal, hypersensitivity and vaginal haemorrhage outcome was unknown and the dysmenorrhoea, abdominal pain, allergy to metals and irritable bowel syndrome had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, hormone level abnormal, hypersensitivity, irritable bowel syndrome, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, hair loss, weight gain, hormonal changes. Discrepancy noted for essure removal date-(B)(6) 2015. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received: event: ibs was added. Event outcome were updated. Reporter was added, consumer height, weight was added, medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), dermatitis allergic ("rash/ski n condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, abdominal pain, dyspareunia, menorrhagia, dermatitis allergic, allergy to metals, psychological trauma, vaginal infection, urinary tract infection, alopecia, weight increased, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, hormone level abnormal, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy,hair loss, weight gain, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: previously reported event injury were updated to new events dysmenorrhea (cramping), back, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, rash/ski n condition, psych injury, uti, vaginal infection, hair loss, weight gain, hormonal changes and hypersensitivity. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.